Event description:
It was reported that egms revealed noise. The ICD was reprogrammed, however the noise continued. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.